Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding an implantable deep brain stimulation (dbs) lead. It was reported that there was a bad lead. The doctor noticed that the dbs metal contacts were snagging on the insertion tube (cannula) so he decided not to use it because that was unacceptable to use on the patient. The doctor noticed it was not inserting into the cannula very easily and that there was resistance in the opening of the cannula, he decided not to use the lead and requested that another new lead be opened. The new lead performed as expected and was implanted successfully. The issue is reported to be resolved. The new lead with the same lot # was opened and it did not snag on the insertion tube cannula. The doctor was able to implant the new lead without any problems and there was no negative consequences to the patient. The lead with the insertion issue was discarded. No symptoms were reported. No further complications were reported or anticipated.